Manufacturer narrative:
This device used for treatment and not diagnosis. This device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
(B)(4): the item was previously returned on 9 july 2013 due to service. The item was previously returned on 29 october 2012 due to coupling power supply damaged. The item was previously returned on 10 may 2011 due to coupling power supply damaged. The customer called in a service request for this item on 02/04/2014 for device failure. Send in for evaluation and repair. Oscillating saw attachment turns slowly and gets warm. Send in for evaluation and repair. No further information available from customer. The previous service condition is not relevant to the current complained issue. The manufacture date of this item is 08/19/2003. Additional evaluation was conducted. The report indicates that during the pre-repair diagnostic assessment, the service technician identified the following codes: srsr (service) probable cause code: edv (normal wear)

Event description:
Device report from synthes (B)(4) service & repair reports an event in (B)(6) as follows: device failure. Oscillating saw attachment turns slowly and gets warm. Send in for evaluation and repair. This is 1 of 1 report for complaint (B)(4).